Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Active electrode migration was confirmed by imaging. Further discussion will take place.

Event description:
Active electrode migration was reported. CT imaging showed 2 electrodes extra-cochlea. As of information received on (B)(6) july the situation has stabilised. There is no need for further mapping and speech scores are improving.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array partially migrated out of cochlea. Reportedly two channels are extra-cochlea. The extra cochlea channels have been disabled and the recipient is using 10 channels map currently. The device remains implanted and in use.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array partially migrated out of cochlea. Reportedly two channels are extra-cochlea. No information on possible further steps has been received.

Event description:
Active electrode migration was confirmed by imaging. The user currently has 10 active channels. The user was due to be seen for review on 05-may-2022, however despite requested, no further information on the appointment could be received.